Event description:
It was reported that noise exhibited from the atrial channel resulting in t-wave oversensing. All measurements were in normal range. The patient will be monitored. The patient's condition is good.

Event description:
New information received indicates that non-sustained episodes due to t-wave oversensing were observed. Lead damage and noise caused by interaction with the rv lead were suspected. Programming changes were made. The lead remains implanted. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The implant date of the lead is unknown.